Event description:
It was reported that during a training/demo of the da vinci system, the customer and clinical sales representative (csr) contacted technical support after hours to report that universal surgical manipulator (usm) 2 presented an error and was disabled. The technical support engineer (tse) reviewed the system logs and identified errors 32056 and 1123, both indicating an issue with usm 2. A power cycle and hard power cycle were performed, however, neither action resolved the issue. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue, and as a result, replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi received the da vinci product involved with this complaint to perform failure analysis. In the system logs, the 1123 and 32056 error was found confirming the fault occurred in the field. The universal surgical manipulator (usm) was installed onto a patient side cart fixture test platform (pftp) where ¿usm agc current test¿ was found to be failing on the search light degrees of freedom (dof) 2. The complaint was confirmed based on failure analysis. The root cause is attributed to a connection fault within the yaw search light assembly of the usm contributing to a communication failure.